Event description:
Event description cpi received information that during an invasive procedure to reposition the bipolar lead, model 4269, serial number 267930, the setscrew couldn't be tightened down on this implantable pulse generator (ipg). The physician elected to explant the ipg and replace it with a model 1230.